Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('left side pain') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included topiramate (topamax) and zolpidem tartrate (ambien). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fungal infection ("infection (other) describe: yeast"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced flank pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced migraine ("migraines /headaches"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (on (B)(6) 2014 she underwent hysterectomy (partial)). At the time of the report, the flank pain, vaginal haemorrhage, menorrhagia, fungal infection, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, flank pain, fungal infection, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure (or any part of the device) removed: no currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received. Essure indication and essure implant date updated. Previously reported ¿injury¿ was updated to left side pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, yeast infection, migraines /headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain and hair loss. Reporters, lab data, treatment and concomitant drugs were added. Essure coding was updated from essre305 to essure205. Event severity added for: left side pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.